Event description:
The customer reported that during a sleeve gastrectomy, some bleeding was noted after the device had been used to seal along the greater curvature of the stomach. End tones, indicating a complete seal cycle, were provided by the generator in use. The amount of blood loss was not made available by the site contact. There was no patient injury and the surgeon used this same device in order to successfully complete the procedure.

Manufacturer narrative:
(B)(4). One used lf1637 was received for evaluation and visual inspection found no defects. The device did not show evidence of use. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The device was plugged into the generator and was recognized. The device was tested for activation on simulated tissue with end tones indicating completed seal cycles. Additional functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. The device was activated while pressing the button in various locations to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. There are many factors that affect seal quality. Refer to the product instructions for use that addresses tissue sealing recommendations. Manufacturing non-conformance review could not be completed since the lot number is unknown.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.